Manufacturer narrative:
The field service engineer replaced the cpu board to address the customer reported problem. Failure analysis on the returned cpu board shows that the cpu board was installed in an fi ventilator. The power supply voltages were confirmed to be within specification. The ventilator was started up in normal ventilation and power cycled every 30 seconds for 2 hours. No errors occurred and no failure was found.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator failed with a 35 volt failure. The customer reported that the unit was in use on patient, but there was no patient harm reported.